Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch. Received (B)(4) complaints the same day of this code batch from three different end customers. (B)(4) units were manufactured and distributed. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The needle detached; during knotting, the suture was slipping from the needle.